Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, the patient experienced nausea. The cgm indicated a high glucose level, while the bg meter showed a low reading (exact value not reported). The patient's father administered sugar and took the patient to the hospital. The patient received intravenous medication (unspecified) and was hospitalized for two days. At the time of this report, the patient is in good condition with stable blood glucose levels. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).